Manufacturer narrative:
The product was returned and the failure mode was confirmed. The device was received with the upper jaw detached, however that piece was not shipped with the device. Functional inspection was not performed due to the missing upper jaw. Probable root causes could be user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the top of the grasper unit broke off.

Event description:
It was reported that the top of the grasper unit broke off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.